Event description:
It was reported that a pt underwent a fascia closure procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. All pieces were found. There was no adverse pt consequence.

Manufacturer narrative:
(B)(4). Results: the actual returned needle shows a fracture at the end of the attachment area. During visual inspection under a light-microscope, several strong marks of instrument were found at this area and at the needle tip which indicate that the needle was handled there. The breakpoint shows no material or mfg defects. The appearance of the breakage indicates that the material was overstressed during use. Conclusion: the device info for use cautions the user that "to avoid damaging the needle points and swage areas, grasp the needle in an area one third to one-half the distance from the swaged end to the point. Care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders." In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.